Manufacturer narrative:
Follow up on (B)(6) 2014 indicated that no further occlusion alarms had occurred with the same cartridge and infusion set and customer's blood glucose level was within range.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to customer's blood glucose level.